Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was declined to troubleshooting insulin pump error this was his old pump he already got a replacement insulin pump due to this insulin pump being damaged had been reported. The device will not be returned for analysis.